Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, he is having double vision when looking at objects that have a dark background, cannot see to drive at night due to severe halos around the lights, and that his eye is "bloodshot." The surgeon treated his eyes for the redness but the medication made his vision worse. The consumer stated his vision is good. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the left eye. The report for the right eye has been previously filed under MFR report #1119421-2010-00995.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).